Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/squeaking, implant loosening and difficulty ambulating.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).  Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (3/27/2017) medical records received. Right hip revised for pain, elevated serum metal ions, and metallosis. Revising surgeon identified intraoperatively "significant dark grey synovial reactive tissue...metallosis" when performing capsulotomy. No "obvious pseudotumor identified". No "signs of loosening" of the femoral and acetabular components, and there was "no obvious bony destruction". Frozen section sent showed no signs of acute inflammation. Implant loosening removed from complaint. Available serum metal ion lab results are significantly > 7.0 ppb corroborating described elevations by surgeon. Abnormal elevated metal ions added to device harms, and previously reported unknown device now specified as unknown depuy corail femoral stem for ion elevations. No new prod/lot information available. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.